Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that two weeks prior to calling, the subject pump spontaneously powered off with no warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 09/11/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed records of intermittent power and one ¿power on reset¿ on 05/28/2013, associated with a battery change. On examination, the battery compartment was noted to be cracked, extending from the threads to the case seal. The battery cap that was returned with the pump for investigation was intact without damage and was within specifications. The battery cap was able to tighten onto the pump properly. On testing, the pump powered on normally. The pump was exercised for 24 hours without power interruption. The pump was opened for investigation and revealed no damage, defect or contamination inside the pump. Investigation was unable to duplicate the complaint.